Event description:
On 04/15/2022, it was reported by a sales representative via (B)(4) that qty. 2 of an ar-613-98 ibalance¿ tka, small impactor had an issue. The surgeon was doing a tka on (B)(6) 2022 and while using the small impactor the tip broke off of two of them. They opened another instrument set and got another one to finish the case with. That one worked and the case was finished without further incident. This was discovered during use with no impact to the patient. Additional information has been requested. On 04/26/2022, the sales representative stated the following information via phone: the two complaint devices split in half and broke outside of the patient, fell on the floor, and all fragments were retrieved. The bone quality of the patient was not provided.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.